Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1157;ached early elective replacement indicator (eri) due to high atrial output. The device was explanted and replaced. The patient's right atrial (ra) lead had loss of capture, high thresholds and high pacing impedance. The patient experienced fatigue. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.